Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the field technician reported that the unit failed to run on battery when the ac cord was unplugged. Since the event occurred during routine testing, there was no patient involvement during this event.